Event description:
It was reported that during surgery, the surgeon attempted to insert the articular surface, but it did not seat properly in the tibial plate. As a result, the surgery was completed with an alternative articular surface implant. There was no surgical delay. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the distal surface exhibits nicks and gouges. The locking feature was found to be flared out. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.